Event description:
The blood glucose monitoring device had been dropped by a relative due to giving him a shock and appeared to have burning on the bottom of device. Reporter stated the device was burned and melted on the bottom and back below the battery compartment. Reporter indicated no actions were taken and there was no treatment received as a result of the alleged incident. A request was made for the return of the suspect device and replacement product was sent.